Event description:
A patient underwent an interventional peripheral procedure vascade 6/7f device, which was inserted into a 7f sheath. The doctor reported that the vascade device used in the right and left femoral artery. During the initial case the doctor reassessed the patient's left access and noted a pseudoaneurysm. It is unknown if treatment was given during the procedure. The patient was taken to recovery and approximately 1 hour later the patient developed a pseudoaneurysm in the right femoral artery and had to have a covered stent placed.

Manufacturer narrative:
The vascade 6/7f device was discarded by the user facility; therefore, no physical investigation will be conducted. Per the vascade® vascular closure system (vascade vcs) 5f and 6/7f instructions for use pseudoaneurysm is a complication that may occur and may be related to the endovascular procedure or the vascular closure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's review. This lot was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, nce's or capas that would have contributed to the reported incident.